Event description:
The customer reported that while running an hcv assay, summit sample handler, failed to aspirate diluent and did not generate an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.